Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient had trouble with distance and near with right eye. The lens was subsequently explanted in the secondary procedure.

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The reporter stated the company 205 iol was replaced with a company 200 iol. The root cause for the reported complaint could not be determined. The exchange from a company 205 iol to a company 200 iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).